Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed that the right atrial (ra) lead had loss of capture. The ra lead loss of capture was determined to be due to dislodgement. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were dislodgement and failure capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The full helix extension length measured was within specification upon cleaning. The reported event of failure to capture was not confirmed. Visual inspection, electrical testing found no conductor fractures or internal shorts and no anomalies with the exception of procedural damage.